Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device manufacture date was 07/08/2011. Device history records were reviewed and no complaint related issues were found. (B)(4). Placeholder.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). A review of the device history records has been requested. The additional evaluation found that the teeth of the device were deformed starting from the cut end to the first bend. The location of the deformation (twisted) of the locking feature is likely directly related and as a result of the deformation of the teeth. Based on the findings above on the returned device, it can be said that the locking feature and teeth of the body were too deformed to lock into each other to perform as intended. The root cause for the deformation on the teeth of this device cannot be identified or explained.

Event description:
The sternum zipfix closure came undone during the surgery on a patient with a mbi of 38.9. This device was applied following the standard technique, but when tension was applied to the device the tension did not hold the device was intraoperatively removed. This is 1 of 1 report for event #(B)(4).